Manufacturer narrative:
.

Event description:
Customer reported that the v60 ventilator displayed error code message of data acquisition (da) pcba adc failed. Customer also verified the error code message in the significant event log. Customer reported that there was no patient involvement.